Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/02/2019.

Event description:
The customer reported cannot show disconnection and cannot enter standby mode. There was no patient involvement.

Manufacturer narrative:
MFR received date 10 oct 2019. Date of report 14 oct 2019. The customer confirmed the reported issue. The customer reported that they have opted for another channel to repair the device. The device was repaired by other company. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported cannot show disconnection and cannot enter standby mode. There was no patient involvement.